Event description:
The customer reported that the system displayed an a/d channel error. This error will likely prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the generator driver cable. The system operates as intended.